Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the pipeline flex shield braid was returned within the plastic jar; inside of a biohazard bag and a shipping box. There was no pushwire returned with the braid. ¿ visual inspection/damage location details: the distal and proximal ends of the braid were fully opened and frayed. No other anomalies were observed. ¿ conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the braid were fully opened and frayed. The damage to the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. Possible causes of failure to open include patient tortuous anatomy and damage to the braid. There was no non-conformance to specifications identified that led to the failure to open issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. The system is designed to allow for 2 full cycles of re-sheath ing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not ap propriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open and then because stuck in the phenom microcatheter and a second pipeline flex with shield that also failed to open. The patient was undergoing a procedure to treat a ruptured saccular left internal carotid artery (ica) supra clinoid aneurysm. The aneurysm max diameter was 5.91mm and the neck diameter was 4.23mm. The distal landing zone was 3.6mm and the neck diameter was 4.75mm. Vessel tortuosity was reported to be normal. It was reported that it was planned to deploy a pipeline from the middle cerebral artery (mca) to the ica. The pipeline flex (ped2-500-35) was delivered and deployment started but the device did not open at the distal end. The device was resheathed and redeployed but still did not open distally so it was decided to removed the pipeline. However it deployed and became stuck in the phenom 27 microcatheter. Another pipeline flex (model: ped2-500-30) was then tried with a new phenom 27 microcatheter. However once delivered, the ped2-500-30 also failed to open at the distal end. The device was removed. A pipeline (ped2-500-25) was then used which deployed and was implanted successfully. There was no harm or injury to the patient.

Manufacturer narrative:
A separate report was submitted for the ped2-500-35. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pushwire was not rotated or pulled back. The pipeline was not in a vessel bend when the failure to open occurred; it was in a straight segment of the middle cerebral artery (mca). Resheathing was done to try and open the pipeline without success; no other devices or maneuvers were tried to open the pipeline.